Manufacturer narrative:
(B)(4). Batch # t5ed7l . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The target tissue was low anterior rectum. The additional suture was performed to complete this case. The technique was simple stapling. Covering stoma was created. Dr commented that the condition of the patient was not good. It was unknown that the reason of covering stoma was related to this matter. The patient is stable. The cause of this matter was not commented by dr. The batch number of cs40g was t5ed7l. The batch number of the reload was t5ea12. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? Was this the initial firing or was the device reloaded? If reloaded, what is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? What is the status of the patient?

Event description:
It was reported that during an open anterior resection, it was found the staples were deployed to only one side of rectum and b-shaped clips could not be formed after the firing. U-shaped clips were formed. Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # t5ed7l. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. When was the staple retaining cap removed? No further information is available. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? No further information is available. Was the device difficult to close? No further information is available. Was the device closed and repositioned multiple times prior to firing? No further information is available. Was the device difficult to fire? No further information is available. Was the distal transection completed in one or multiple firings? No further information is available. Can more information be provided about staple form? No further information is available. Was this the initial firing or was the device reloaded? No further information is available. If reloaded, what is the scrub's experience with reloading the device? No further information is available. Were there any difficulties loading the device? No further information is available. What did they do to ensure that the cartridge was snapped in please prior to closing the device? No further information is available. What is the status of the patient? No further information is available."